Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar cannula issues with ten infusion sets. Patient reported that when the infusion is inserted the cannula was not inserting correctly. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).